Event description:
Procedure and patient sex: unknown. According to the reporter: the staple line was incomplete. The surgeon removed the device and had to sew the other half of the bronchus to repair the problem. The operative time was extended and there was no further report of complication.